Manufacturer narrative:
Unit received with minor scratched lcd window, cracked lcd window and cracked case at the display window corner. Unit received with no button response due to flattened (escape, act and up) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response.

Event description:
The customer reported via phone call that the screen was damaged and screen makes it hard to see the information on the screen. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.